Manufacturer narrative:
Device was received with a constant blank flashing white display due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a flashing or solid white display. The customer¿s blood glucose level was 156 mg/dl. Troubleshooting was performed for damage and noticed the insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis.